Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the alarm being generated by a false positive, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is alarming primary audible alarm with 1.6.5 firmware. Both post and background test alarms are being generated. No patient injury reported.